Event description:
It was reported by service report that the head end of the stretcher was drifting down. Upon inspection of the unit by the service technician, it was identified that the head end jack was drifting very slowly.